Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of an olympus endoscopy support specialist (ess) visit to the user facility, results of third-party testing, the device evaluation and the lms final investigation. An olympus ess visited the user facility on oct. 03, 2024 where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently. No obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: the forceps elevator and the instrument channel. Cfu: 1 cfu. Bacterial identification: paenibacillus sp. Sampling date: (B)(6) 2024. Sampling from: the forceps elevator and the instrument channel. Cfu: 2 cfu. Bacterial identification: bacillus siralis, bacillus thuringiensis. The device evaluation found foreign material adhering to the suction cylinder. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.